Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the pump¿s software was out. Further information is not currently available. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Follow-up # 1: device evaluation: the device has been returned and evaluated by product analysis on 9/29/2017 with the following findings: a review of the pump histories showed the last basal delivery was on (B)(6) 2017 at 1:56 pm. The total daily dose (tdd) added up correctly and reflected the programmed basal rate targets. During visual inspection of the pump, it was observed that the battery compartment was undamaged. The test battery cap was able to fit securely to the pump. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 24 units after 24 hours on a 1 unit/hour duration test. A 10 unit test bolus was performed and it was accurately delivered and recorded. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint alleging that pump¿s software was out. The battery cap and cartridge cap were not returned with the pump and test caps therefore they could not be tested.